Event description:
Per hosp: "after "ivus" imaging, the catheter was removed and found the shaft separated at the junction. No complications." After internal MDR re-review based on analysis results, bsc now considers this event to be a "malfunction that could cause or contribute to injury of it were to recur."